Manufacturer narrative:
The insulin pump's act and esc buttons did not respond due to flattened button dome switches. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to no button response. The device received with a scratched display window, cracked display window corner, cracked belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 94 mg/dl. The customer complained that the escape and act buttons are not working and after replacing the battery the problems persisted. The customer stated that the keypad anomaly may be because the insulin pump was dropped. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not completed because the customer hung up on phone. The device was returned for analysis.